Manufacturer narrative:
One device was received for evaluation. A review of the event history log confirmed the reported problem. Functional testing was able to duplicate the issue. It was determined that the faulty main board was the root cause and was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 41171 when turned on. There was unknown patient involvement.